Event description:
It was reported that there were high or increased thresholds observed in the right ventricular lead. The lead placement was confirmed to be unchanged and in a good location via x-ray. Reprogramming was done and the lead remains in use. The patient was reported to be enrolled in the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 407658 implantable pacing lead (B)(6) 2011. (B)(4).